Event description:
Overdelivery reported. The pump had been in use infusing d5w at 100ml/hr for approx 5 days with no reported problems. A new container was hung with the volume to be infused set at 950ml and the rate remained at 100ml/hr. A nurse reported that approx 5.5 60 6 hrs later, the device alarmed for air-in-line and the IV container was empty. The pt did not experience any adverse effects. No med intervetion was required as his urinary output spontaneously increased to compensate for the extra fluid intake. No add'l info is available.

Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare plum sets is approximately 0.38/million sets.